Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2012 due to aseptic loosening.

Manufacturer narrative:
Third party analysis was conducted and due to insufficient data the reported aseptic loosening could not be confirmed and its cause also could not be determined.a review of the manufacturing history records confirms no abnormalities or deviations reported.(B)(4).